Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws got broken and the clip could not be ligated during a laparoscopic cholecystectomy. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred. The applier had been used only several times until that time." There was no medical intervention required. The patient's current condition is reported as "fine".